Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon could not get the lcs15 to work. Reassembly was tried, but there was no intermittent sound. The instrument would not coagulate. Another lcs15 was used to complete the case. There was no consequence to the pt.